Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was returned for evaluation. Visual examination of the returned device was performed, and the following was observed: esheath shaft is curved, the liner is fully expanded as designed, the distal tip is torn radially and separated, there are scratches on the distal tip, the esheath tip piece were returned and detached on the valve, the distal tip piece is stuck between the exposed struts, the c-marker band is present. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion. The reported event for system components separated during use, and distal tip torn were confirmed based on the evaluation of returned device. While a definitive root cause was unable to be determined, previous investigation of these events indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien valve, the 29mm commander delivery system and valve would not exit the 16fr esheath+ during insertion. The balloon was through the esheath+, but the valve could not be pushed through the distal tip of the esheath. The entire system was removed as a unit and replaced. The new set of devices were advanced without difficulty. Per report, the first 16fr esheath+ was inserted without difficulty, and there was low tortuosity. Per pre-decontamination evaluation of the returned device, the distal tip was separated, and the esheath tip piece was returned on the valve.